Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screen issue was not confirmed as the reported event was not reproduced during testing of the returned system controller. The downloaded system controller event log file contained approximately 269 days of data (23may2022 ¿ 16feb2023 per the timestamp). The driveline was connected to the controller for the first time on (B)(6) 2023 at 12:54:28 but was disconnected on (B)(6) 2023 at 12:54:56 and remained disconnected for the remainder of the log file. During the time that the driveline was connected, the pump ramped up to the set speed and operated at the set speed without any issues. The data in the log file did not indicate any issues with the system controller. No notable alarms were observed in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the display button on the system controller was pressed multiple times to navigate through the system controller information and each screen displayed information, as expected the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12jul2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a controller exchange, it was noted that when plugging in the modular cable no values could be seen and it was not acting properly.

Manufacturer narrative:
Related MFR: 2916596-2023-01198. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.